Event description:
A bent haptic was identified after insertion of an intraocular lens (iol). A nurse at the user facility reports that enlargement of the incision was required to accomodate lens removal. Additional info has been requested.